Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit 50 cm. Model #: sc-3400-30, serial #: (b)(3), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot #: 17121173, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing a burning sensation on his legs and stated that his scs was making it worse. The patient will undergo an scs explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing a burning sensation on his legs and stated that his scs was making it worse. The patient will undergo an scs explant procedure.